Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿white, hard plastic connector¿ of a paclitaxel set cracked, leading to a leak of chemotherapy solution. This occurred during infusion through a central line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. The sample was contaminated with chemotherapy drug. Visual inspection was performed, but the reported issue could not be verified. No further testing could be performed due to the contamination. Should additional relevant information become available, a supplemental report will be submitted.